Manufacturer narrative:
Concomitant medical products: flexcath steerable sheath. Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patient is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: persistence of phrenic nerve palsy following 28-mm cryoballoon ablation: a four-year single center experience. Pace. 2015 july. Vol. 38: pp807-814. Doi: 10.1111/pace.12636.

Event description:
The literature publication reported the following patient complications while mapping catheter: one (1) patient with pleural hematoma. The pleural hematoma resolved spontaneously. The status/location of the catheter is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.